Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® no additive (z) tubes had rubber particulate in the tubes.

Event description:
It was reported that the bd vacutainer no additive (z) tubes had rubber particulate in the tubes.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified.

Manufacturer narrative:
PMA / 510(k)# is corrected to exempt.